Event description:
It was reported that when the device was used during an unknown procedure, the staples malformed. It was not reported how the case was completed. There was no reported patient consequence.